Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 43 mg/dl due to needing settings adjustments. Low bg was addressed with intervention by customer's grandson, who assisted customer in consuming carbohydrates. The customer reverted to an alternate method of insulin therapy.